Event description:
Customer's mother called to report elevated bg levels. Pod had no error alarms, cannula has a kink in it. She was only albe to get this blood glucose levels down with manual injections. She was able to activate a new pod successfully. Pod discarded.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion cn be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated and occlusion alarm, if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.